Event description:
During a bowel resection procedure, the needle tip borke. The surgeon retrieved the component and used a new suture to complete the procedure. The hosp has reported that no pt injury occurred.